Event description:
The customer reported that during a colectomy, the jaws of the device would no longer open and a metallic thread came out of the jaws. Nothing fell into the patient cavity and the jaws were forced open with another instrument. Another device was used to complete the procedure without incident. There was no blood or tissue loss and no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.